Event description:
It was reported that the metal tip of the wand broke off inside the patient's hip. The piece was not removed from patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs. There is a significant amount of scratch marks on the exposed shaft and black shrink tube near the tip of the wand. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and registered an e 7 error. The error was by passed and the wand was activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information surgical procedure/post-operative care review device labeling (including technique guides, ifus, etc.) It was reported that the metal tip/foreign body (fb) was retained in the patient¿s hip; however, the procedure was completed with a backup device without surgical delay or patient injury. The (pn 58365 rev. A) cytotoxicity test indicated all materials are bio-compatible. No further clinically relevant supporting documentation or further information was provided for inclusion in this medical investigation. In conclusion: based solely on the product evaluation, technique could be a contributing factor to the reported tip breakage. The IFU does caution against use of device to move and/or lever tissue due to possible breakage and/or early failure. Although the retained foreign body is biocompatible, without relevant clinical documentation and/or radiological imaging, the exact location cannot be confirmed, and therefore, possible migration and/or irritation cannot be ruled out as a possible patient impact, along with possible additional radiographic exposure. No further medical assessment can be rendered at this time. Mi report approved by md (B)(6) on (B)(6) 2019. In conclusion: based solely on the product evaluation, technique could be a contributing factor to the reported tip breakage. The IFU does caution against use of device to move and/or lever tissue due to possible breakage and/or early failure. Although the retained foreign body is biocompatible, without relevant clinical documentation and/or radiological imaging, the exact location cannot be confirmed, and therefore, possible migration and/or irritation cannot be ruled out as a possible patient impact, along with possible additional radiographic exposure. No further medical assessment can be rendered at this time.